Manufacturer narrative:
The field service representative (fsr) inspected the module and was unable to determine a single definitive part the likely cause for the result issue and the alinity c processing module serial number (B)(6), was considered the likely cause. However, water quality could not be ruled out as a likely cause as the customer replaced the di water system filter during this time. Return testing was not completed as returns were not available. The instrument service history review revealed no additional service tickets associated with discrepant /erratic results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending for the alinity c processing module did not identify any related trends. A review of the manufacturing documentation did not identify any non-conformances or deviations related to the complaint issue. Labeling was reviewed and adequately addresses the issue. Based on the investigation, no systemic issue or product deficiency of the alinity c processing module for serial number (B)(6) was identified.upon review on (B)(6) 2024, it was discovered the information provided by the customer on (B)(6) 2023 for sid (B)(6) = initial calcium result = 16.3 mg/dl; repeat result = 10.2 mg/dl was inadvertently omitted previously from section b5 and will be submitted with this submission.

Event description:
The customer reported falsely elevated calcium results for 2 patient samples while running on the alinity c processing module. The following data was provided (customer¿s normal range for calcium: 8.9 to 10.6 mg/dl): on (B)(6) 2023, (B)(6) = initial calcium result = 16.9 mg/dl; repeat result = 9.4 mg/dl on (B)(6) 2023, (B)(6) = initial calcium result = 14.3 mg/dl; repeat result = 9.3 mg/dl on (B)(6) 2023, (B)(6) = initial calcium result = 16.3 mg/dl; repeat result = 10.2 mg/dl. There was no impact to patient management reported.

Manufacturer narrative:
A1 - patient identifier: (B)(6) and (B)(6) (2 different patients) all available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated calcium results for 2 patient samples while running on the alinity c processing module. The following data was provided (customer¿s normal range for calcium: 8.9 to 10.6 mg/dl): on (B)(6) 2023, sid (B)(6) = initial calcium result = 16.9 mg/dl; repeat result = 9.4 mg/dl. On (B)(6) 2023, sid (B)(6) = initial calcium result = 14.3 mg/dl; repeat result = 9.3 mg/dl. There was no impact to patient management reported.